Manufacturer narrative:
The loads present on the transfer carriage during the time of the reported event were reprocessed. A steris service technician arrived onsite and found the docking station on the sterilizer to be damaged. The damage on the docking station caused the transfer carriage to not lock properly subsequently causing the reported event to occur. The loading cart sustained damage when the transfer carriage made impact with the floor; the loading cart and transfer carriage were removed from service. The technician repaired the docking station, tested the sterilizer, and returned the unit to service. Through follow-up, the damage to the docking station may be attributed to user facility personnel pushing/pulling the transfer carriage from the sterilizer's docking station too hard subsequently causing misalignment to the docking station's locking pins. A steris account manager performed in-service training on the proper use and operation for the transfer carriage and the importance of properly engaging the transfer carriage to the sterilizer's docking station.

Event description:
The user facility reported that when an employee was removing the loading cart from inside the sterilizer, their 66" transfer carriage did not remain engaged in the docking station. The transfer carriage subsequently fell to the ground causing the operator to obtain an injury to their foot. No medical treatment was sought or administered.